Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the one touch ultrasmart meter does not power on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information from the customer care advocate (cca). The patient alleged that the issue began on (B) (6) 2010 at 9 am. The patient indicated she manages her diabetes with insulin (self adjuster). Fifteen minutes after the alleged issue began, the patient stated, she decreased her novolog insulin by 5 units as a result of the meter issue. Thirty minutes after the reported issue occurred, the patient claimed she experienced symptoms of blurry vision and shaking. It is not known if the patient tested with another device before or after the alleged issue occurred. The patient denied receiving any treatment after the alleged issue began. At the time of troubleshooting, cca verified that the subject meter did not power on with power button and/or test strip. In addition, the cca noted that the batteries in the subject meter did not need to be replaced, per owner's manual recommendation. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.